Event description:
A remstar auto a-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, no foam particles were noted in the airpath, yet foam degradation was noted. Additionally, the service technician also noted dust contamination and the unit is functional. The device was scrapped by the service center after the evaluation was completed.